Manufacturer narrative:
Insulin pump received with severely scratched lcd window, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen had crack and difficult to read it. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.